Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, on (B)(6) 2012, the patient underwent a laparoscopic hysterectomy and cystocopy for an enlarged uterus during which a morcellator was used, and shortly after the procedure she was diagnosed with adenocarcinoma based on the pathological analysis of the morcellated tissues. In or about (B)(6) 2014 she began to experience pelvic pain and rectal bleeding, and on (B)(6) 2014 underwent another procedure and the pathological analysis confirmed metastatic adenocarcinoma consistent with her prior cervical adenocarcinoma.

Manufacturer narrative:
The claim or lawsuit against (B)(4) was dismissed or withdrawn because there was no karl storz product involved.